Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: visual analysis of the returned device determined that a black stain measuring approximately 0.02 cm^2 ( 2mm) was observed embedded on the shell of the sm mpps dv 400cc. In addition, a tear measuring approximately 12.5 cm was observed on the posterior view of the device. Additional investigation was performed to identify the chemical composition of the foreign matter. The investigation concluded that it is primarily composed of a biological-base material with residues from pdms (silicone). Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Although no conclusion could be reached on what caused the reported event, it should be noted that mentor saline breast implant shells are manufactured in a control environment and all production associates use personal protection gear to avoid contamination or direct contact with the product. Saline breast implant shells are provided deflated and sterile and are filled at the time of implantation. While the mechanism by which the foreign matter was introduced into the implant cannot be ascertained, there are documented case studies in the open literature concluding that environmental factors and surgical technique could result in foreign matter being introduced inside the sterile shell at the time of implantation. All mentor implants pass through an extensive and robust process of sterilization. The sterilization equipment is validated according to documented procedures and specifications. The parameters for each sterilization cycle are 100% checked by the microbiology department as part of lot certification. Loads are fully released once the cycle reports and data (time and temperature) are reviewed. Mentor performs 100% inspection of all devices prior to release and maintains a comprehensive quality assurance system in compliance with good manufacturing practice regulations. Environmental /microbiological /bioburden controls are in place and periodically monitored in the manufacturing facilities. Furthermore, mentor developed and qualified material/component, process specification, procedural steps as well as testing controls to ensure the finished product is provided clean and sterile. Trends for this type of complaints will continue to be monitored during the complaint monthly data trending. While the means by which the foreign matter was introduced into the implant cannot be ascertained, a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. A review of the complaint database revealed no other complaints associated with this lot number have been reported. It should be noted that environmental factors and surgical technique could result in biologic foreign matter being introduced after the sterile package is open at the time of implantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture (grade iii). Constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with 400cc mentor smooth round moderate plus profile saline breast implants experienced right-sided capsular contracture (grade iii) postoperatively. A physical examination was performed by a physician and capsular contracture was diagnosed. As a result, patient underwent unilateral capsulectomy and replacement of the right prosthesis with a like device (catalog # 3502400, sn (B)(4) on (B)(6) 2020. The patient has since fully recovered. Upon explant, the physician noticed an unspecified growth in the device. This was cultured and sent to pathology. Results received by mentor indicated the presence of mold. The specimen has been sent for identification, but no further information has been provided to mentor at this time. No anaerobes were isolated from the culture. Should additional information be received in the future, a supplemental report will be submitted.